Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the tip of the balloon catheter separated while advancing over the guide wire and prior to entering the pt. The balloon catheter and tip were removed and the procedure was completed with another balloon catheter. Reportedly no pt injury was associated with this event.